Event description:
A supplemental report is being submitted due to the completion of the investigation on 31-jul-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-19 device of lot c2002119 was returned open with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. A video of the complaint issue was shared which shows needle retraction difficulty reported, also an image was shared that shows broken needle and sheath below sheath extender, on another image proximal kink below sheath extender can be observed. Also, picture of the cook label was provided. The device related to this occurrence underwent a laboratory evaluation on 09 february 2024. On evaluation of the devices the following observations were made: stylet returned separately from device, stylet examined and no issue observed, sheath extender able to advance and retract without issue, needle able to advance and retract without issue, sheath and needle observed to be broken below sheath extender, needle removed from device and proximal break below sheath extender observed. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2002119 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the lot number c2002119. Instructions for use and/label: the notes section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficulties user experienced to penetrate the target site and difficulties gaining access to the target site, as indicated in the additional information, that could have potentially led to the needle break below sheath extender which would in turn have led to the issue with needle retraction reported and also observed on the video provided by the customer. If excessive pressure was applied in an attempt to retract the needle during second attempt, it is possible that this led to the sheath breakage observed during lab evaluation and on the image provided. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
During eus , user advanced the echo-19 needle into endoscope working channel to target area, user completed the first biopsy successfully, but found out the needle cannot be retracted into sheath at second attempt. User adjusted the needle length to "0" but still cannot retract the needle. User then retracted the needle into endoscope carefully, then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.